Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the suturefix ultra anchor came out while tightening the knot. The anchor was removed from the bone with the help of a grasper. The procedure was completed using a smith and nephew backup device using another drilled bone hole. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10 h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that in the absence of the requested information, definitive clinical factors could not be concluded to have contributed to the event. The patient impact was the additional bone hole and the <30 minutes surgical delay. Further patient impact is not anticipated since no other complications were reported. Therefore, no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.